Event description:
The initial reporter stated they received questionable results for 18 patient samples, tested with the crp4 (tina-quant c-reactive protein IV) assay on a cobas 8000 c 702 module. The reporter also mentioned they were having quality control issues for the crp4 assay. Of the affected samples, discrepant results for two patient samples were provided as examples. Patient (B)(6): the sample initially resulted in a value of 137 mg/l and repeated as 94 mg/l. Patient (B)(6): the sample initially resulted in a value of 179 mg/l and repeated as 125 mg/l. The questionable results were reported outside of the laboratory. The crp4 reagent lot was 63894501, with an expiry date of 31-may-2023.

Manufacturer narrative:
The field service engineer checked the gear pump pressure, cuvette laundry fill levels, rinse nozzle movements, and the water level the probes were aligned. A cell blank measurement was performed and the cuvettes were checked. Quality controls were run, passed, and were stable. The investigation determined the service actions resolved the issue.